Manufacturer narrative:
Additional information was received that the death was not device related.

Event description:
A report was received that the patient had passed away. No other information was provided.

Manufacturer narrative:
Concomitant medical products: model #: sc-2108-50m, serial #: (B)(4), description: scs lead kit, phase 2 sterile package.

Event description:
A report was received that the patient had passed away. No other information was provided.